Event description:
Patient injected with radiesse dermal filler in the naso labial folds, cheeks and bridge of nose developed immediate blanching and bruising at the left nare. Blood flow returned to the area prior to the patient leaving the office. The patient was instructed to return the following day, however, he did not do so. Two days post-injection, the patient returned presenting with serious redness, swelling and the left nare area had turned a blackish color.

Manufacturer narrative:
The physician evaluated and treated the patient with nitro paste in the affected area. He also prescribed antibiotic, keflex, a medrol dose pack and topical antibiotic cream. The patient was also instructed to take a daily regimen of aspirin. During follow-up, the physician reported the patient's healing is slowly progressing. A review of the device history records indicates the reported lot #1020319 met all specifications prior to release.